Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), anxiety ("anxiety"), skin discolouration ("noticing spots going away"), arthralgia ("hip pain"), pain ("pain "), rash pruritic ("rash"), burning sensation ("burning "), blister ("blisters") and dry skin ("dry skin patch"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, insomnia and arthralgia had resolved, the anxiety and skin discolouration was resolving and the pain, rash pruritic, burning sensation, blister and dry skin outcome was unknown. The reporter considered anxiety, arthralgia, back pain, blister, burning sensation, dry skin, insomnia, pain, rash pruritic and skin discolouration to be related to essure. "Concerning the injuries reported in this case, the following were described in social media : back pain, hip pain, insomnia, anxiety, skin discoloration, itchy rash, pain, dry skin, burning, blisters quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: events itchy rash, pain, dry skin, burning, blisters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), salpingitis ('inflammation of the tubes') and noninfective oophoritis ('inflammatory changes in ovaries') in an adult female patient who had essure (ess205) (batch no. 509406, 509792) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, paratubal cyst, cervix inflammation, pelvic pain, menorrhagia, abdominal pain and painful intercourse. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), anxiety ("anxiety"), skin discolouration ("noticing spots going away"), arthralgia ("hip pain"), pain ("pain "), rash pruritic ("rash"), burning sensation ("burning "), blister ("blisters") and dry skin ("dry skin patch"). The patient was treated with surgery (essure removed. And hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the back pain, insomnia and arthralgia had resolved, the salpingitis, noninfective oophoritis, pain, rash pruritic, burning sensation, blister and dry skin outcome was unknown and the anxiety and skin discolouration was resolving. The reporter considered anxiety, arthralgia, back pain, blister, burning sensation, dry skin, insomnia, noninfective oophoritis, pain, rash pruritic, salpingitis and skin discolouration to be related to essure (ess205). "Concerning the injuries reported in this case, the following were described in social media : back pain, hip pain, insomnia, anxiety, skin discoloration, itchy rash, pain, dry skin, burning, blisters. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical records received. Essure model number was updated from ess305 to ess205. Lot number, reporters information and medical history were added. Event salphingitis and oophritis added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (for essure removal on (B)(6) 2019). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal." No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), salpingitis ('inflammation of the tubes') and noninfective oophoritis ('inflammatory changes in ovaries') in an adult female patient who had essure (ess205) (batch no. 509406, 509792) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, paratubal cyst, cervix inflammation, pelvic pain, menorrhagia, abdominal pain and painful intercourse. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), anxiety ("anxiety"), skin discolouration ("noticing spots going away"), arthralgia ("hip pain"), pain ("pain "), rash pruritic ("rash"), burning sensation ("burning "), blister ("blisters") and dry skin ("dry skin patch"). The patient was treated with surgery (essure removed. And hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the back pain, insomnia and arthralgia had resolved, the salpingitis, noninfective oophoritis, pain, rash pruritic, burning sensation, blister and dry skin outcome was unknown and the anxiety and skin discolouration was resolving. The reporter considered anxiety, arthralgia, back pain, blister, burning sensation, dry skin, insomnia, noninfective oophoritis, pain, rash pruritic, salpingitis and skin discolouration to be related to essure (ess205). "Concerning the injuries reported in this case, the following were described in social media : back pain, hip pain, insomnia, anxiety, skin discoloration, itchy rash, pain, dry skin, burning, blisters. Lot number:509406, manufacturing date:2006/01, expiration date:2007/12. Lot number:509792, manufacturing date:2006/09, expiration date:2008/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (for essure removal on (B)(6) 2019). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal.". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), anxiety ("anxiety"), skin discolouration ("noticing spots going away") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, insomnia and arthralgia had resolved and the anxiety and skin discolouration was resolving. The reporter considered anxiety, arthralgia, back pain, insomnia and skin discolouration to be related to essure. "Concerning the injuries reported in this case, the following were described in social media : back pain, hip pain, insomnia, anxiety, skin discoloration." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media report received : previously reported event "hysterectomy" updated to "back pain", events- "insomnia, anxiety, noticing spots going away, hip pain", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.